Event description:
It was reported through a protengen sling marketing survey that immediately following the placement of a protengen sling, the patient suffered an allergic reaction and physician had to remove the protengen sling. No further information is available. No product was returned for evaluation.